Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Patient reported "since new pacemaker was implanted I have had a rash and itching over my pacemaker. I never had this with the other pm." Patient will contact her physician and possibly request an allergy test kit. Device is still in use. No further patient complications were reported as a result of this event.